Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more medication than intended. The tubing set was being used to deliver levophed 1mg/250mg. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, the customer contact indicated that patient received more medication than intended. No specific event information was provided; however, the customer contact indicated that there were no reported adverse patient effects. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. All affected foreign customers were notified via a device information letter. See attached letter.